Event description:
It was reported that the paddle kit is damaged. There was reportedly no patient involvement. The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that this was a malfunction of the paddle kit for which a part was ordered and replaced. The device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.